Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she used to be able to recharge a for a couple of hours but now she was getting the too hot message after an hour of recharging. The patient mentioned laying on her recharger in bed to recharge the implant and troubleshooting reviewed that will trap heat causing the error message. It was reviewed to not lay in bed with the recharger and that they can resume recharging once it cools down if the recharger gets too hot. The patient noted she used to recharge every couple of days but now it was daily. The patient hadn¿t changed groups or used stimulation differently. An appointment with their healthcare provider was scheduled and the patient wanted a manufacturer representative to be present. Information was received from a physician follow up was sent to. They redirected us to contact the patient's implanting surgeon for additional information. Additional information was received from the hcp on 2020-mar-27 reporting that actions had not been performed. A follow-up appointment was scheduled for (B)(6) 2020. Additional information received from a healthcare provider (hcp). It was reported the patient was seen on (B)(6) 2020 by a rep and they will be scheduled to discuss explantation. The patient left on (B)(6) 2020 and was to schedule a follow up appointment. No further complications were reported.